Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis and pneumonia in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. On an unreported date during hospitalization, the patient was diagnosed with pneumonia. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcome of the pneumonia was not reported. Action taken with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies was not reported. The nurse did not confirm the peritonitis but stated that the event was unrelated to dianeal therapies. The nurse did not comment on or confirm the pneumonia reported by the consumer and an opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887711, gd887026 and gd886127 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the root cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.